Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced pain and suffering, additional unforeseen surgeries, and metallosis. Patient is not scheduled for an explantation, but is regularly being monitored for chromium/cobalt ions and hip fraction. Update: 5/21/12 - plaintiff¿s preliminary disclosure form was received, which identified part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 08/04/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 08/06/2014 update rec'd 11/24/2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information from medical records. The dor will be corrected. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 12/23/2014 update aug 4, 2017: medical records received. After review of the medical records for the MDR reportability, patient was revised to address painful prosthesis and elevated metal levels. Revision notes reported of reactive grayish pseudomembrane. There are no laboratory results provided for the elevated metal ions. Added stem and sleeve due to alleged elevated metal ions this complaint was updated on aug 4, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient experienced pain and suffering, additional unforeseen surgeries, and metallosis. Patient is not scheduled for an explantation, but is regularly being monitored for chromium/cobalt ions and hip fraction. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.